Event description:
It was reported that on an unspecified date, the handle and the stem of the holes tip suction tube (mco770l30) broke. There was a delay of less than 30 minutes; however, no patient consequences occurred.

Manufacturer narrative:
The holes tip suction tube (mco770l30) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation found that the stem of the suction tube was unsoldered from the handle. Root cause analysis: it was determined that this problem was due to poor weld finishing during manufacturing operations.

Manufacturer narrative:
It was subsequently reported that the number of uses for this instrument is unknown and cannot be estimated. An awareness training has been provided to the operators to re-enforce good welding practices.